Manufacturer narrative:
Additional information. D4: UDI number, h4, and h6: component codes, type of investigations, findings, and conclusions. Device evaluation visual inspection reveals that the hook at the tip of the device is fractured. Potential cause a definitive root cause can not be determined with the information provided. It is possible that an off-axis force applied to the implant holder or wear and tear from multiple uses over time contributed to this event. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
T was reported that during the surgery, the hook on the implant holder broke off. The broken hook was retrieved. The surgeon used another implant holder to complete the case without impact to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the surgery, the hook on the implant holder broke off. The broken hook was retrieved. The surgeon used another implant holder to complete the case without impact to the patient.